Event description:
Got an ultherapy treatment it was sold as a no downtime "lunchtime face lift" with possibility of minor redness or light bruising that could be covered with makeup and was no big deal and that you could just go back to work the same day. The morning after the ultherapy treatment I looked like I had been the victim of a real bad beating. No possibility of covering this up with any makeup. My lower teeth and jaw continue to be extremely painful today and I was unable to return to work until (B)(6) 2018. There is no way I would have done the treatment if I were told this could happen!